Event description:
Clinic notes dated (B)(6) 2013, note that the patient is having more seizures and problems with vns and that she believes her generator battery needs to be replaced. The notes indicate that the patient is experiencing seizures and the vns is not activating and that likely the battery needs to be replaced. It is unknown whether the seizures are above the patient's pre-vns baseline frequency and what problems the patient has experienced. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. It was reported that device diagnostics with the new generator were within normal limits. Attempts to have the device returned for analysis will be made; however, the generator has not been returned to date.

Event description:
Follow up showed that no additional information was available regarding the events in clinic notes. Diagnostic results were not available. Attempts for product return were unsuccessful.